Event description:
It was reported that during a rectosigmoidectomy procedure, the entire mechanical suture line opened, that is, there was no effective stapling. Unk how case was completed. There were no adverse consequences to the pt. Additional info was requested and no additional info is known.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.